Event description:
The event description provided by the distributor indicated: unable to lock the sliding bush in the nail screw. No adverse effects to patient. The surgery was finished using a competitor system. The complainant stated that the event led to a clinically relevant increase in the duration of the surgical procedure. No further info has been made available. Please also kindly refer to MFR reports numbers: 9680825-2013-0010 and 9680825-2013-00011. (B)(4).

Manufacturer narrative:
Analysis of historical records. With regards to the locking screw code 99-t79700, the lot number has not been provided and therefore it was not possible to perform the verification of the historical data. This verification will be performed as soon as lot number is provided. Technical evaluation: the technical eval of the devices involved will be performed as soon as the devices will become available. Medical eval: the little info made available on the case was sent to our medical evaluator. The medical eval is currently ongoing and will be closed once further info on the case will be available. Orthofix srl has requested further info on the event such as quantification of the surgery extra-time, total duration of the surgery, copy of the operative report, copy of the pre and post-operative x-rays, info on patient current health condition and the devices availability for the technical eval. Unfortunately, this info has not yet made available. As soon as further info will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.